Event description:
I was in the hospital and scheduled for a brain MRI. The technician told me to squeeze the ball if I had any discomfort. I started to feel a burning in my chest area and he said, he only had 27 seconds to complete the exam. After it was stopped, I complained of the burning and started to take off the hospital gown and saw all the electrodes from the EKG monitor attached. I took them off and was sent back to the ICU where a stat chest xray was done and showed chest blunting on the xray. I continue having burning and reported it to my doctor.